Event description:
It was reported that the patient was having difficulty charging the ipg. It was also reported that the battery had migrated. The patient underwent a pocket revision procedure and patient was doing well postoperatively.